Manufacturer narrative:
He heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was on coumadin and found to be subtherapeutic and was given lovenox 2 days prior to the event date. On the morning of (B)(6) 2018 the patient had 3 episodes of dark red blood from the rectum. The patient drove to the hospital and appears to be diaphoretic, pale, and weak. The patient was given 2 units of fresh frozen plasma(ffp) and vitamin k. A esophagogastroduodenoscopy(edg) and colonoscopy were conducted on (B)(6) 2018 which revealed blood in the entire colon, a large hiatal hernia, diverticuli in the entire colon, and internal hemorrhoids. This confirmed gastrointestinal(gi) bleed.

Manufacturer narrative:
A direct correlation between heartmate 3 lvas and the reported gi bleed could not be conclusively established through this evaluation. The patient remains ongoing on vad support and no further issues have been reported. Heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.